Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient encountered detachment of adhesive patch and cannula needle after insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.